Event description:
Patient's father contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(4)2014 the patient experienced a hardware failure. Patient's father attempted to reset the receiver and it resolved the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).